Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the alarm message displayed "operating on internal battery" and the power indicator remains off when the respironics is connected to the mains. It was discovered that there was a burn mark on the power supply board, the power supply and power management board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was running on battery only, and getting error code 1212 alarm message: running on internal battery message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device was powered by internal battery and auto-resets when the device was connected to ac power. The mains cable has been changed but the battery would not charge. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
E1: reporter information: (B)(6).